Manufacturer narrative:
Per customer, qc and calibration were within established ranges and the electrode is within date. A bci field service engineer (fse) cleaned the flow-cell and replaced the carbon bridge assembly. Fse calibrated the unit and ran controls and precision controls. The results were within acceptable range. A clear root cause can not be determined for this event.

Event description:
Customer contacted beckman coulter inc (bci) in regards to multiple low potassium (k) results generated by unicel dxc 600 pro chemistry analyzer. The results were reported out of the laboratory. The k results were in the range of 2.5-2.6 mg/ml. Repeat results are not available. Patient treatment was not impacted by this event.